Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a occlusion detector alarm. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the 'occlusion detector alarm. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The occlusion detector alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted.